Event description:
It was reported that the flush device body was separated in two pieces during pressurization.

Manufacturer narrative:
Device evaluation: customer report was confirmed. Rec'd (1) flow-through dpt with bonded merit flush device. Female luer side of merit flush device housing was completely separated from silicone sleeve and plastic base. The separated part flush device housing was not bonded to the plastic base. No visible indication of adhesive was found at bonding areas of the separated flush device housing and plastic base.